Event description:
It was reported that this device was explanted after more than seven years of implant time. The longevity was not as expected. The device was successfully replaced with another. There were no additional adverse patient effects.